Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the test strips have passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to perform a blood test using her onetouch ping meter remote due to it displaying an er5 message, per the onetouch ping user guide; this error means the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue the day prior to contacting lfs for assistance at approximately 1:30pm. She claimed approximately 5 minutes before the alleged issue began, she was experiencing symptoms of ''shaking.'' The reportedly patient manages her diabetes with an unknown type and dose of insulin through pump therapy and denied making any changes to her usual diabetes management routine as a result of the alleged issue and self-treated her symptoms with food/drink at an unspecified time. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The subject test strips were in good condition and the patient was performing the test correctly. The sample did completely draw into the test strip but the alleged issue was not resolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter involved with this complaint failed testing. The meter's spc pins were found to be dirty/contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k082590.